Event description:
It was reported that ventricular sensed markers were only 38 ms after an atrial pace. The system was temporarily programmed to vvi mode, and there was no capture even with outputs at 4.5 v. Lead dislodgement was suspected.

Manufacturer narrative:
Na

Event description:
The lead was repositioned.